Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. The patient experienced peritonitis manifested by cloudy effluent and abdomen pain. On that same day, the patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, follow up information was received related to the event. It was reported that the patient recovered from the peritonitis and was discharged from the hospital. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.